Manufacturer narrative:
The device was not returned for analysis, as it was discarded at the site. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the arium prime coil was delivered into the aneurysm and was repositioned several times, before detach attempting to detach the coil and after forming the frame, the coil stopped responding. The pushwire was used to push the coil into the aneurysm. After that, when the balloon was deflated, the coil mass moved slightly. A second coil was used and was delivered inside the catheter, the catheter moved slightly. At that time the balloon was deflated, however, the catheter touched the aneurysm wall, once the balloon was deflated, and when angiography was performed, the detached coil completely deviated to the parent blood vessel, and it was retracted with the snare. This event occurred the treatment of a right distal m1, unruptured, saccular aneurysm. The max diameter was 3mm and the neck was 2mm. The anatomy was reported to be normal in tortuosity. No patient injury occurred. The devices were prepared and used per the instructions for use (IFU).